Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a truetome 44 was checked on (B)(6) 2022. Upon checking the unit, it had a broken cutting wire. There was no procedure involved and the device was not used in the patient.